Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device, requested that the customer perform a visual inspection of the device and accessories, and guided the customer in conducting an operational test, which the device passed successfully. The device is fully functional, no issues detected. The device functions within its specifications.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the electrode plate connection failure. There was no patient involvement.